Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the system requires e-kit key. A technical support specialist (tss) explained that a key assignment was required prior to issuing the items and guided the customer through the necessary steps to proceed with item issuance. The system functioned as intended after the technical support specialist assisted the customer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 had an items require e-kit key. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.